Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced lack of osseointegration resulting in fixture loss. It is unknown if there are plans to reimplant the patient with another fixture/abutment as of the date of this report, (B)(4).

Manufacturer narrative:
This report is filed november 13, 2013.